Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that the clinical patient underwent a right partial knee procedure on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2007 due to hematoma. During the procedure, the tibial bearing was also removed and replaced. No further information has been provided.